Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of broken connectors and additionally noted that the hanger was broken and one case screw was contaminated. Inspected electrical and mechanical parts, re-calibrated and functionally tested, all found defective parts were replaced and all other identified issues were resolved. The device passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's atrial and ventricular connectors were broken. The generator was returned for service. There was no patient involvement.